Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It was observed that the criteria for the right ventricular lead integrity alert were met, that the impedance of the right ventricular pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead had loss of capture, oversensing, and a fracture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.